Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. During procedure, the device met the appropriate criteria for release of the device. During release of the device from the delivery cable, there was slight movement noted, and then additional movement more proximal was noted after the device was fully released from the cable. There was a 3mm leak at the disc under the pulmonary vein ridge. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay in procedure. The device stability was uncertain, so the decision was made to return the patient to the operating room the next day for device removal. The patient was monitored overnight, and the device was successfully explanted on (B)(6) 2022. There was no replacement device. The patient status was reported as stable and no other patient adverse consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device migration and residual leak was reported. Information from the field indicated the device met close criteria prior to release from the cable, but that the device migrated slightly during and after release from the delivery cable. The device was received at abbott for investigation, which found that the device met visual and dimensional specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a